Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found. A foreign material was noted in the device set screw.

Event description:
It was reported that prior to an attempted implant, the physician noted that the setscrew was missing from the header of the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.